Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013300889); product type: 0195-heart valves; implant date: n/a ; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted surgical aortic valve, the left transcarotid approach was utilized to advance to the delivery catheter system (dcs). Once at the aortic annulus, the valve was deployed to the point of no recapture (ponr) in that it was positioned 7 millimeters (mm) from the non-coronary cusp (ncc) and 15 mm from the left coronary cusp (lcc). After partial deployment, the patient became hypotensive. It was suspected that the patient's hypotension was due to regurgitation. Subsequently, the valve was recaptured and repositioned. During the second deployment attempt, the valve was positioned more coaxially and no regurgitation was identified; however, the patient was recurrently noted to be hypotensive. It was then suspected that valve under expansion had occurred, similarly to the first deployment attempt. An echocardiogram was then obtained to confirm the suspicion that valve under expansion had occurred. After the confirmatory echocardiogram, the valve was recaptured for a second time and repositioned. On the third deployment attempt, the valve was positioned similarly to the second deployment attempt. Similar to the previous two attempts, the patient was noted to be hypotensive. Subsequently, angiography was obtained which revealed that the valve was almost "nonfunctional", with only minimal flow observed. Suspecting that the valve malfunction was to blame, the valve was recaptured and removed from the patient's body. A new valve was then prepared and inserted into the patient's body via a new dcs. Upon partial deployment of the new valve, the patient recurrently experienced hypotension. It was then speculated by the attending physician that the 26 mm valve may be too large. Therefore, the second 26 mm valve was removed and a pre-implant balloon aortic valvuloplasty (bav) was completed with a non-medtronic 20 mm balloon. Slight indentation of the balloon was noted during the pre-implant bav. A third 26 mm valve was then prepared and inserted into the patient's body. Upon partial deployment, the patient was again noted to be hypotensive and the attending physician suspected that the valve had recurrently under expanded. It was then decided to recapture the 26 mm valve and remove it from the patient¿s body. A 23 mm valve was then prepared and inserted into the patient. Upon deployment of the 23 mm valve, valve under expansion and hypotension were recurrently identified. Subsequently, the procedure was aborted. Of note, it was reported that valve coaptation was not observed.